Event description:
It was reported that: the swg was found to be kinked prior to use on patient. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of swg kinked was able to be confirmed by the photos. The images show a swg within the packaging that is kinked at the center of the body. This type of damage is typically related to shipping/handling; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. The customer provided two photos and returned one arterial guide wire with tubing and the 20ga catheter for analysis. The kit pouch was not returned. No obvious signs-of-use were observed. See (B)(4) for image of sample as received. Visual analysis revealed two major kinks on the guide wire body from within the protective tubing. Slight bending was also noted on the section of the guide wire located outside the tubing. Microscopic examination confirmed the kinking and revealed that the protective tubing was creased in the same locations. This kinking appears consistent with damage due to improper storage/shipping. No other defects or anomalies were observed. The kinks on the guide wire measured 123mm and 155mm via calibrated ruler from the distal weld. The guide wire total length measured 350mm via calibrated ruler, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.51mm via calibrated caliper, which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. Functional inspection was performed per IFU statement, "thread tip of catheter over guidewire". The guide wire was inserted through the returned catheter body. Minor resistance was encountered at the location of the kinks; however, all functional sections of the guide wire passed with little to no issue. A manual tug test confirmed that the distal and proximal welds were secure and intact. The manufacturing unit confirmed that as part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, storage/shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: the swg was found to be kinked prior to use on patient. There was no patient involvement.

Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported that: the swg was found to be kinked prior to use on patient. There was no patient involvement.